Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that diagnostics indicated the elective replacement indicator (eri) triggered prior to the device replacement. The software was up-to-date when this occurred.

Event description:
Analysis of the device concluded that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.